Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: the complaint regarding keypad was reported on (B)(6)2016, according to the pump history the pump was in use until (B)(6)2017. The keypad was found to be intact; keypad cover was removed and no key contact defects were found. During investigation, all keypad buttons responded appropriately and had spring back. There were no unresponsive, stuck or intermittent buttons observed. The complaint of a keypad button issue was not duplicated. No defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.